Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 26.5, hardware: iphone14.6, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) with hypoglycemia. The patient did not recall the specific date they sought medical attention. The patient reported that they administered a pre-bolus and subsequently forgot to eat, which resulted in low blood glucose (bg). No bg levels were reported. Symptoms reported include feeling cold. The patient was treated with glucose administered to the cheek. The patient was discharged the same day.